Event description:
The neuroform2 microdelivery stent system deployed in the vertebral artery when the system was being pulled back to be taken out of the pt-accidently deployed in the wrong place. Stopped procedure.